Event description:
Drive devilbiss healthcare received a complaint involving a walker from the end user, who reported that she "tried to sit on walker, and the back strap broke. She fell and hit her head on the concrete, and her elbow was also bleeding. Her hip was also injured." The end user did not go to the emergency room but sought medical treatment with her primary physician, who advised her to rest. X-rays of her hip were negative. The end user declined to return the unit to drive for evaluation.